Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/ tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/ tissue.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular left bundle pacing (rvlbp) lead had retracted after being extended. The rvlbp lead was not used and was replaced. The patient remained stable throughout the procedure.